Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer was not providing enough suction. The hospital reported that the lack of suction may have been caused by the vacuum suction source rather than the device itself. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.